Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during the phacoemulsification phase of a cataract extraction procedure the ophthalmic surgical system displayed a system message. The procedure could not be completed. The patient was transferred to another facility for completion of the procedure on the same day. Additional information was requested and received.

Manufacturer narrative:
The company service representative, examined the system. And was able to confirm, and replicate the reported event with the footswitch. The nonconforming footswitch was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Root cause: the root cause of the system message (sm) can be attributed to a nonconforming footswitch. However, without a sample, component level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The footswitch was received for evaluation. A visual assessment of the returned sample found no visual nonconformity. The returned footswitch was wirelessly connected to a calibrated system. The system was able to boot-up without issue. The footswitch was tested and found to meet specifications. The footswitch was tested in quad mode three times to replicate surgery. No nonconformities were observed. The footswitch was partially disassembled to visually inspect the pedal shaft screws, o-ring seal, and up-switches. No visual nonconformities were observed. The footswitch was then cabled to the system and passed through all surgical testing without issue. The root cause of the reported event can be attributed to internal wear/reliability issues within the system. How or when these wear/reliability issues occurred remains inconclusive. The root cause of the reported event of a patient transfer remains inconclusive. The manufacturer internal reference number is: (B)(4).